Event description:
During MFR's evaluation of a cook endoscopy colton cannulatome ii pc double lumen sphincterotome it was noted a small portion of the cutting wire was missing. The location of the small portion is unk. Additional info was requested from the initial reporter, but was not provided. An injury to the pt was not reported.